Event description:
It was reported that the patient underwent a revision procedure due to an infection at the site. A cpt bipolar temporary spacer placed. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event and additional information provided, it was determined to be not reportable as the infection occurred >90 post implantation and therefore is not device related. The initial report was forwarded in error.

Event description:
Upon reassessment of the reported event and additional information provided, it was determined to be not reportable as the infection occurred >90 post implantation and therefore is not device related. The initial report was forwarded in error.